Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose levels and insulin pump alarmed. The customer stated the insulin pump alarmed button error and it seemed to lock it down. Customer changed the battery and then alarmed battery out limit. Customer stated they were in the middle of her retreat when button error alarm occurred. She's unsure how it occurred, but insulin pump was on her belt clip and buttons may have been continuously pressing. Customer's blood glucose levels ranged between 150mg/dl-240mg/dl. Advised customer to discontinue the use of the pump and revert to back up plan. Also, customer mentioned when she woke up, her blood glucose level was 400mg/dl. She treated with a bolus of 5.0u. The customer's current blood glucose level was 240mg/dl.

Manufacturer narrative:
The pump passed the displacement, rewind, self test, basic occlusion, occlusion, prime and excessive no delivery tests. No battery out limit alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked display window, a cracked reservoir tube window and a cracked case at the reservoir tube window corner.